Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that there were three days of missing information. Caller also reported that boluses and blood glucose readings were missing or incorrect. During troubleshooting, company representative was able to confirm correct blood glucose which was missed by caller and boluses that were given. Caller was advised to monitor insulin pump, to contact school regarding readings, and to contact healthcare professional regarding low blood glucose of 37 mg/dl.